Event description:
Procedure: tumor removal. According to the reporter: when the bag was opened in the cavity in order to introduce the pathology (specimen), the bag was broken in the proximal part. It was a procedure of ovarian tumor resection by laparoscopy. There was no patient harm. Surgical time was not extended by more than 30 minutes due to the product problem. Sample will not be available because it was disposed by customer, because it was contaminated. The patient was in good condition.

Manufacturer narrative:
(B)(4).